Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator screen was blacked out and nothing was displayed on the screen. Also turning on the device and air supply were fine, but the power could not be turned off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator screen was blacked out and nothing was displayed on the screen. Also turning on the device and air supply were fine, but the power could not be turned off. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.